Event description:
It was reported that during a coil treatment procedure the coil "snapped off". The 20mm x 40cm .035 interlock cube coil was noted to be defective and the coil "snapped off" during the procedure. No patient complications were reported and the patient's status is not known. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis and visual inspection determined that the delivery wire and .035 interlock cube coil were returned. The coil was inspected and found to be stretched and kinked towards the proximal end. There was dried blood present on the fiber bundles. The delivery wire was inspected and no anomaly was noted. Microscopic inspection determined that the zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no anomaly was noted. The interlocking arm of the delivery wire was inspected and no anomaly was noted. The delivery wire zap tip shape and surface was smooth. The delivery wire dimensions were found to be in specification. The coil was kinked and stretched at the proximal end so not all dimensions could be measured. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related due to lack of flush. The .035 interlock dfu states "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).